Event description:
It was reported that pump displayed malfunction alarm with code but no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, performed pump reset with guidance from technical support, confirmed that malfunction did not recur after reset, and was advised to continue using pump and to call back if any malfunction alarm returned.